Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex was returned stuck inside the marksman catheter, within the inner pouch, a sealed bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 19.0cm to 25.7cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex was returned stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported minimal vessel tortuosity, ruling out vessel tortuosity as a potential cause. The lack of continuous flush with heparinized saline during the procedure may have contributed to the reported issues. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent entered into the aneurysm and when recovered, the catheter was damaged. It was noted that only one pipeline was used. There was no friction or difficulty during delivery or positioning. The tip of the catheter moved slightly during deployment. The pipeline jumped during deployment. It was unknown if the tip of the catheter under stress.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227258509). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent encountered high resistance upon retrieval and the marksman catheter was damaged. The patient was undergoing surgery for treatment of a ascus, unruptured, dissecting aneurysm in the right c2 segment with a max diameter of 18 mm and a 10 mm neck diameter. Landing zone: distal: 4.4 mm and proximal: 5.0 mm. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was minimal. The patient's past medical history includes hypertension. Dual antiplatelet treatment was administered. The angiographic result post procedure showed smooth blood flow. It was reported that the dissecting aneurysm was large. The operator performed an independent operation for the first time. When the distal stent was released, the catheter and stent fell off. After the operator readjusted and continued to release, at the dissecting aneurysm, it was herniated into the aneurysm. When the stent was retrieved at this time, the resistance was very large. After repeated adjustments, the catheter was suspected to be damaged, and the stent could no longer be retrieved and released, and it was stuck, so a new stent was replaced for use and the procedure was continued. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.